Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a 001320lx lamp module replacement mlx, when the unit is switched on there is an electrical arcing sound, that goes on for 5-6 minutes. After which, the light switches on for a couple of seconds and switches off again. There was no patient contact, injury or surgical delay reported.

Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h6, h10. The device was returned for evaluation. The returned 001320lx lamp module is in used condition. This lamp module failed the hard start test. Multiple ignition strikes occurred without illumination of the bulb. The bulb was not discolored. Note that the reporter's mlx unit was not returned for evaluation, nor was lamp use hours reported. The reported complaint was confirmed. Component malfunction, lamp issue. No manufacturing, workmanship, or material deficiency has been identified. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.